Event description:
The physician explanted the pump and returned it for analysis due to "suspected tampering by the patient with volume remaining in the pump larger than the amount expected at refills." 14 months later, the patient contacted the manufacturer alleging "I was incarcerated in the texas dept of criminal justice-institutional division (tdcj-ID) in january, 1994, and on or about august 1996, the pump began to malfunction. The pump was programmed for a 24 hour drip, and was refilled every 90 days. It was obvious the 4 tear baattery was on the downward cycle of its life span. With each refill, more and more of the ms contin from the previous refill was removed from the pump. In july 1997, the pump began to seriously malfunction, and I was not getting any relief from the pain. Shortly after that date, I was returned to the utmb-galveston for my scheduled refill procedure. During that refill procedure, a number of abnormal events occurred. Instead of the normal, clear liquid of ms contin, the old ms contin was removed and a yellowish, cloudy liquid was injected into the portal. I reluctantly agreed to have the pump removed (sometime in january, 1998).